Manufacturer narrative:
The most likely root cause is a user error. There is indication for a contamination on the contact surface and/or insufficient cleaning of the cornea before surgery which led to the black spots (incomplete cuts).

Event description:
Patient treated with visumax smile pro was negatively impacted (poor visual acuity) after surgeon decided to proceed to remove the lenticule in the right eye despite the existence of incomplete cuts (black spots). A double plane was created and the lenticule could not be removed completely.